Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-03285. This report is being submitted as additional information. Device unique identifier(UDI)-device was manufactured prior to the UDI labeling implementation. Approximate age of device-7 years and 9 months. The pump remains in use supporting the patient. The replaced portion of the percutaneous lead was received. The investigation is not complete. Manufacturer's investigation conclusion: analysis of the log files provided by the account confirmed low speed and pump stop events; however, a specific cause for this finding could not be conclusively determined through this evaluation. A distal end driveline replacement was performed by a tech services representative on 11/27/2017 on work order (B)(4) and approximately 11.5¿ of the distal end of driveline (dl), serial number (B)(4), was returned for evaluation. The dl was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Rescue tape was applied to the majority of the dl. Upon the removal of the outer silicone jacket, no damage to the bionate layer was identified. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use on the distal portion of the dl, however there was severe breakdown of the metal braided shield on the observed dl at approximately 2¿ to 5¿ and 7¿ to 7.5¿ from the pump¿s housing. Visual inspection of the driveline¿s wires did not reveal evidence of any damage. The dl was then submerged in a saline solution for hi-pot testing to verify the integrity of each wire's insulation. This test revealed no areas of current leakage. Following the repair, the patient continued to experience pump stop events while connected to a grounded patient cable. The patient was placed on battery support and ungrounded patient cables. The patient remains ongoing on heartmate ii lvas using ungrounded patient cables. The hmii lvas IFU and patient handbook contain sections on ¿caring for the driveline (percutaneous lead)¿, and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced two red heart pump stop alarms at 19:19 and 16:26 on (B)(6) 2017, the patient appeared to be hemodynamically stable and asymptomatic. Technical services reviewed the submitted log file and observed two pump stops. These issues only appeared to be occurring while the vad was connected to the power module. It was reported that the patient was placed on an ungrounded cable, but continued to have alarms and vad stoppages. The patient was now on batteries and being monitored for any additional alarm occurrences. Technical services reviewed the submitted log file, and observed 3 pump stoppages with 7 low speed advisories. The speed drops were as low as 0 rpms. A distal end percutaneous lead (driveline) replacement was performed 3.5 inches from the exit site on (B)(6) 2017. There were pump stoppages after the distal end percutaneous lead driveline repair was performed on grounded cable. After switching the patient back to a ungrounded cable and batteries, the patient did not have any other pump stops. No further information was provided.